Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device is not available for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopy with esophageal banding procedure performed on (B)(6) 2015. According to the complainant, during preparation, the physician deployed the bands individually, however; a delay was noticed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.